Event description:
The patient reported a week after implant she was experiencing a "burning feeling" where the implant was. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.